Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not turning on properly. After it powered off and was turned back on, it prompted for a password, then cycled between a white screen and a black screen and displayed an "ac power has failed" error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and power had failed. A field service engineer reseated the power cable and checked all related cables. The station booted successfully, and customer ran the inventory on the entire station. The system functioned as intended after the field service engineer repaired the device.